Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due low blood glucose level with a blood glucose level of 33 mg/dl. The customer's blood glucose level at the time of the call was 151 mg/dl. The customer was treated with coke and food. The customer stated that they were unable to mention any damage to the drive support cap. The customer does not allege the insulin pump for over delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with partially broken off piece at the reservoir tube lip, however the p-cap or reservoir locked properly during testing. Device received with cracked case at the reservoir tube window corners, reservoir tube window and battery tube threads. Device received with missing end cap sticker. Device received with minor scratched display window and case.